Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of the device would not open. The site had to manually open the device and used a similar device to complete the case. No patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.